Event description:
It was reported that a biopsy forceps would not release during a procedure.

Manufacturer narrative:
Final investigation showed that the jaws were not misaligned and were able to actuate properly. The device shaft towards the tip of the device was slightly bent but this did not affect the functionality of the device.